Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had an absence of no delivery alarm. Assisted the caller to run a manual prime test and the insulin did exit. The customer did not have a tubing clamp available to perform the high pressure test. No further information was provided.